Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed pump supplies to address the issue. The customer went to the emergency room and subsequently hospitalized with a blood glucose (bg) level of 504-524 mg/dl. The customer attempted to self-treat with a correction bolus via the pump but was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on (B)(6) 2023 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. H3 other text : device not returned.